Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent a procedure wherein the device the was not placed into surgery mode. Patient may have lost therapy. The device showed cannot connect generator message. Programming changes were made, and the device was functional. Therapy was restored.